Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen of their device is blank though the device still makes audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump powered on and the display was clear and legible.